Event description:
It was reported that the patient with this pacemaker had a pericardial effusion and was concerned about device adjustments. Boston scientific technical services consultant (ts) referred the patient to cardiologist and managing team. This pacemaker remains in service. No adverse patient effects were reported.